Event description:
It was reported that the pump of this inflatable penile prosthesis was malpositioned and high riding. The patient underwent surgery to replace the pump with a longer tubing. There were no patient complications.